Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse checked the error logs and checked the erbe generator function, but it worked normally. The fse reseated the pressure sensor connector and reseated sensor to acpb connector, check the hydraulics by installing and removing a cannula. The errors 11104 and 1151 were not reported anymore. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. Fse reseated pressure sensor connector and reseated sensor to axes controller platform board (acpb) connector, check the hydraulics by installing and removing a cannula. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy (neck anastomosis) surgical procedure, the site informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that there was no monopolar and bipolar energy output from the vio dv integrated electrosurgical unit (iesu). The site informed the tse that there was no error on the iesu. The customer site elected to use the third-party esu to continue with the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the procedure was completed as planned by using a third-party esu.